Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the implantable cardioverter defibrillator exhibiting a rf telemetry anomaly. The patient had been unable to connect the device for remote monitoring. An update was successfully performed, and the patient was able to connect to the home monitor. The patient was in stable condition.